Event description:
While using an ultrasound device, the sonographer noted that both axes of the measurement on the screen were labeled "1". It was alleged that this fact made it not possible to directly relate the measurement points, which could lead to a misdiagnosis.